Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with a crack in main body noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13i04032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a minicap extended life pd transfer set was cracked. This was noted during daily therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.